Event description:
It was reported that one day post rx acculink stenting procedure in the left internal carotid artery, the patient experienced cognitive changes. CT and MRI of the head revealed a subarachnoid hemorrhage. There was no reported treament given. The patient's cognitive symptoms resolved prior to discharge. The patient was discharged two days after the procedure. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of neurological deficit/dysfunction and hemorrhage are listed in the rx acculink carotid stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.